Event description:
A report was received that there was a slight question whether the ipg¿s that were implanted were fully operational. The patient underwent revision procedure wherein the two ipg's were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-1132, serial :(B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.